Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge representative has advised that there was no issue with the iabp unit involved in this event. The empty helium cylinder was removed and replaced with another helium cylinder. The iabp unit was never taken out of service and remains in use.

Event description:
A getinge service territory manager (stm) reported that during repair of the cardiosave intra-aortic balloon pump (iabp) failed the pneumatic interface module(pim) tests. There was no patient involvement, and no adverse event reported.